Event description:
It was reported that there was a thermal event with the product.

Manufacturer narrative:
Please note that the product details have been updated with the correct device information. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: surgery (B)(6) from the (B)(6) hospital informed to sale rep that crossfire-2 rf- malfunction in use. Rf probe stopped to work during operation. Surgeon noticed melting in console rf-connector. They changed the console and continued operation. No harm for patient. It took 5 minutes extra time for operation. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be receptacle board, rf probe, or a fluid ingress.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event with the product.